Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was the caller indicated that the patient had high impedance values on the lead. The patient's leads are located at t7 and t11 of the anterior ribs. The 0-7 electrodes are on the t7 lead with some values in the 14000ohms range and others with values of >40000ohms. The caller indicated that the patient was getting effective therapy. At first post-op appointment electrode 0 was out of range but other electrodes were within the normal range, that appointment was on 23 apr 2025. The caller read the following impedances ref (B)(4) the caller indicated that the patient had a revision to replace the leads, the caller indicated that this was reported via mpxr but did not have the report number at the time of the call. The caller indicated that before the replacement the electrode impedance indicators were as follows: 1 3 had red indicators 0 4-6 14 15 orange indicators 2 7 8-13 green indicators. Troubleshooting was not required. The issue was not resolved through troubleshooting. Tss reviewed impedance information. The rep indicated that the first they were aware of the high impedances was on the date of the call: (B)(6) 2025. The rep clarified that at the first post-op appointment ((B)(6) 2024) there were no high impedances, but during the second post-op appointment ((B)(6) 2025) there were high impedances noted, reported during the call. The only info the rep was seeing was that the leads were replaced the same day as the new ins was implanted, on (B)(6) 2025. Rep noted they were not present for this replacement. The rep was confused and uncertain on if there was in fact another revision/replacement following the (B)(6) 2025 implant date and was uncertain where the information regarding the high impedances at the first post-op came from, since the notes they have available to them only show the same leads implanted with new ins as still implanted. The rep noted they could be contacted for additional information, but noted they were only aware of any issues regarding high impedances as of (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.